Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd). Latitude showed transmission that the battery had 3 years and during the current checked, the device had 2 years battery remaining. Boston scientific technical services (ts) discussed that likely related to high related to high atrial rate sensing as the patient was having a lot of mode switches. This device was explanted and replaced due to error message. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd). Latitude showed transmission that the battery had 3 years and during the current checked, the device had 2 years battery remaining. Boston scientific technical services (ts) discussed that likely related to high related to high atrial rate sensing as the patient was having a lot of mode switches. This device was explanted and replaced due to error message. No additional adverse patient effects were reported.